Event description:
Customer reports "on friday 6th december, retrieval of a paediatric patient with hamilton-t1 on high flow. Circuit used: fischer and paykel rt 331 hamilton neonatal flow sensor hamilton neonatal ex valve. Child was reportedly running on 12l with circuit designed to deliver up to 8l after 5 minutes the child had desaturated from 99% to 90% and the team realised that the t1 was not delivering flow. The t1 was not alarming." Investigation found that the customer had the patient circuit connected to the expiratory port only! Flow was being delivered but to atmosphere via the open inspiratory port. The f&p humidifier was alarming as temp' would have been rising due to 'no flow'

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the user failed to properly set up the device for neonatal ventilation. The root cause was determined to be user error. In consequence device training was performed. The reported desaturation (drop to 90%) cannot trigger cardiac arrest. The patient however experienced cardiac arrest and death.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the user failed to properly set up the device for neonatal ventilation. The root cause was determined to be user error. In consequence device training was performed. The reported desaturation (drop to 90%) cannot trigger cardiac arrest. Tthe patient however experienced cardiac arrest and death. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information as requested. Updated fields.

Event description:
Customer reports "on friday 6th december, retrieval of a pediatric patient with hamilton-t1 on high flow. Circuit used: fischer and paykel rt 331 hamilton neonatal flow sensor hamilton neonatal ex valve. Child was reportedly running on 12l with circuit designed to deliver up to 8l after 5 minutes the child had desaturated from 99% to 90% and the team realised that the t1 was not delivering flow. The t1 was not alarming." Investigation found that the customer had the patient circuit connected to the expiratory port only! Flow was being delivered but to atmosphere via the open inspiratory port. The f&p humidifier was alarming as temp' would have been rising due to 'no flow'.